Event description:
It was reported that, this electrode exhibited high shock impedances out of range. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode delivered shocks that were unsuccessful in terminating the ventricular fibrillation (vf) rhythm. Technical services (ts) was consulted and discussed the stored episodes, with high out of range shock impedance measurements noted. Ts recommended further in clinic examination for system placement. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode delivered shocks that were unsuccessful in terminating the ventricular fibrillation (vf) rhythm. Technical services (ts) was consulted and discussed the stored episodes, with high out of range shock impedance measurements noted. Ts recommended further in clinic examination for system placement. The patient was discharge and stable. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. This device remains in service. No adverse patient effects were reported.